Event description:
On (B)(6)2009, a patient came to us with a leaking permcath. He had it placed 8 weeks ago. Upon inspection, we notice a small fracture where the clear plastic red-ported line joins the triangular white portion. We exchanged the catheter. It was a 48 cm duramax lot # 985074.

Manufacturer narrative:
Conclusion: during the review of the manufacturing records for the reported lot it was observed that the manufactured lot meets all device specifications and quality requirements. The complaint sample was not returned; therefore, an evaluation of could not be conducted. This type of complaint does not appear to be manufacturing related. A possible root cause is that the extension tubing came in contact with a sharp instrument. The following steps are listed in the instructions for use in regards to this complaint type: caution: only clamp catheter with in-line clamps provided. Do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Catheter will be damaged if clamps other than what is provided with this kit are used. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased by the severity of this event is not greater than usual.